Manufacturer narrative:
H3: no product was received for analysis. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported in the report that the ventilator of a 76-year-old male patient repeatedly sounded the alarm that the minute ventilation volume was too low. The doctor found that the endotracheal tube balloon was leaking, and the endotracheal tube was urgently replaced under the guidance of a fiberoptic bronchoscope. After the tube was replaced, the alarm disappeared, and the ventilator ventilation returned to normal. There was patient involvement but no patient harm.